Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with cystocele, uterovaginal prolapse, stress urinary incontinence (sui) and was implanted with an uphold mesh device on (B)(6) 2010. As reported by the patient's attorney, on (B)(6) 2010, the patient underwent a surgery for revision of the uphold device due to vaginal mesh erosion and sui, and an I-stop device was implanted. On (B)(6) 2011, the patient underwent another revision surgery of the uphold device due to a diagnosis of mechanical dysfunction of genitourinary device and mesh erosion, slowing urinary stream. Boston scientific has been unable to obtain additional information regarding the event to date.